Manufacturer narrative:
Tech service spoke with biomed who call reporting the system would not acquire a fluoro or rad image. The nexus computer was showing acquisition failed message. Tech service troubleshot with biomed and discovered that the image cable between the nexus computer and thales processor was loose, which explained the issue and the error message. Biomed said he would reconnect the cable and would call if needed. System was fully functional. Product monitoring followed up with customer who said that the system had been fully functional since the call to service and reconnecting the cable.

Event description:
Customer reports that during an unknown patient procedure the system would not acquire images. Gets acquisition failed when they attempt to perform fluoro. Staff was able to move the patient to another room and complete the procedure without incident. No reported injury.